Event description:
Caller alleged imprecision with inratio2 meters. Results as follows: date: (B)(6) 2012, inratio2: 0.8 (sn: (B)(4)), 1.4 (sn: (B)(4)). Pt's therapeutic range: 2.0-3.0 inr. Customer tested pt in the morning on one meter and got a very low result. Because of that result, the physician requested that a different meter be attempted. See MFR report #2027969-2012-00120 for report on first meter sn: (B)(4).

Manufacturer narrative:
Investigation pending.